Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm®. Hcp states the patient formed "what looked like a small surface bruise and tenderness in two separate areas on [the patients] cheeks immediately after the treatment". Hcp states later in the day the patient sent them photos of "what looked like blanching". Hcp tested capillary refill and injected hyaluronidase in the area "to mitigate any risk of [vascular occlusion]". Symptom resolution is unknown.